Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) began to beep after being exposed to a magnet inside very large speakers for a sound system.